Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to blurred vision. The lens was exchanged for another same model but different diopter lens. The problem was resolved. The patient recovered well and is satisfied with the result.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - (other): lens not returned. Claim # (B)(4), lens not returned.